Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:10:24. During night drain cycle 18, the patient's ultrafiltration reading was 302ml, indicating the home patient (hp) drained 177ml more than their maximum programmed fill volume of 250ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified during the review of the event history logs. The cause was determined to be use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.